Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced bluetooth connectivity issues between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, resulting in temporary signal loss and inability for the ilet to receive cgm data until troubleshooting was completed. No adverse clinical symptoms reported. Outcomes included restoration of glucose data visibility during the call with no alerts or alarms and no medical intervention or hospitalization. User support included remote troubleshooting and education, which involved toggling cgm settings, restarting the ilet, reviewing alert history, and advising a pairing window. Investigation of this case revealed a communication disruption consistent with intermittent cgm-to-pump signal loss with no device hardware failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication interference resolved by standard troubleshooting.